Event description:
The fse reported that the system intermittently would not boot up. This would result in an intermittent loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge rep evaluated the system and found the hard drive needed to be replaced. No conclusion can be drawn as repair info was not reported.